Event description:
This problem was reported during in-house testing that the free hand region on interest (roi) measurements for standard deviation and mean were incorrect. Standard deviation and mean are typically used in performing density calculations such as for CT exams. Therefore incorrect standard deviation and mean values can possibly result in misdiagnosis. However there were no reports of adverse events resulting in misdiagnosis.